Manufacturer narrative:
Continuation of d10: product ID 97745ac, lot# /serial# unknown implanted: product type accessory product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller "works sometimes" and sometimes the controller comes on and sometimes comes off since maybe 2 weeks ago. Pt mentioned they charged their controller for 30 minutes, but the controller would not turn on and was unresponsive. Pt said sometimes they had to remove and reinsert the battery pack to fix the controller. Patient service specialist (pss) helped the pt perform a reset of the controller but there was no blinking nor solid green light on the controller when plugged into the outlet. Pt inserted two aa batteries in the controller and they were able to connect to their implanted neurostimulator (ins) wirelessly. They noted the controller batteries were at 100% and the ins battery was at 50%. Pt confirmed the green light on the ac adapter was illuminated when plugged into the outlet. Pt noted there were 4 golden pins on the ac power supply plug instead of 8. The issue was not resolved. A replacement ac power supply was sent out. No symptoms were reported. Additional information was received. It was reported that they received the replacement ac power supply cord and it resolved the controller charging issue but now the pt was having issues charging their ins. Pt mentioned the recharger problem message displayed when attempting to recharge their ins. Attempted to replace the rtm and pt mentioned their rtm was replaced a year ago (see case (B)(6)) and they haven't returned their old rtm. Pt mentioned neither of their rtms worked. Pt was unsatisfied with just the replacement rtm so an email was sent to repair for a replacement rtm and for a controller as well. Pt noted after charging their controller with the replacement ac power supply cord the controller letters on the screen switched from the color white to yellow. The pt was advised to return both rtms. [See (B)(4)/case (B)(4) for the report of their other/old rtm issues.]